Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. During the procedure,prior to use on the patient, the cap of the trocar was too hard to remove. The surgeon pinched the cap of the trocar with a kocher clamp at several parts, and removed the cap with a twist motion. The surgeon exchanged the device for another one, which was normal. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: received one drain attached to the trocar. It was not possible to evaluate if the cap was difficult to remove because it was already removed by the customer.

Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.